Manufacturer narrative:
Concomitant medical products: 11607704; 8015; (2) pri tubing; (2) 8100; propofol bottle; therapy date (B)(6) 2019. The infusion was initiated at 0209, and completed at 0825. Based on a review of the event log, for time period in question, the infusion appears to have run for the appropriate amount of time (~6 ¼ hrs) delivering the 100 mls at the programmed rate of 16 ml/hr. After the preliminary log reviews was provided to the customer, the customer stated that the reported event was discovered to be user error.

Event description:
It was reported that a propofol (100ml) infusion was programmed to infuse at 16 ml/hr. For 6 hours, however the device alarmed infusion complete within 1 hour of initiation. The propofol was initiated by the night shift nurse at a rate of 16.1ml/hr, with the day shift nurse also checking the bottle (new) and programming. By 0745, the pump alarmed kvo and the bottle was empty, with large bubbles of residual drug as if the infusion was flowing at a fast rate. The pump was channeled off and the line was disconnected from the patient. The pump was channeled on and 'restore' pressed to recheck the rate; it was correctly programmed at 16.1ml/hr. The nurse also made the observation that the pump motor was not ¿louder¿ as when a rapid infusion or bolus is being delivered, and that it was surprising that there was no harm or change in vital signs, since the patient received a reported estimated 100ml of propofol in just under an hour. It was later reported that the event occurred due to a user error. The event occurred in micu.